Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011701, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 07-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011701". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011701 was manufactured according to the work instruction (wi) version 120 and manufactured in line 6 on 13-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: - work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and - work instruction (wi) guidance for functional serter testing for complaints area version 2: 10 samples out 10 samples passed the test for the code unable or difficult to insert (source/cause cannot be identified, only use when a specific malfunction cannot be determined) all test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient was admitted to the hospital on (B)(6) 2025 due to high blood glucose (bg) level of approximately 700 mg /dl. The cannula was found to the partially inserted, causing minor skin bleeding. The patient was admitted to the ICU and treated with intravenous (IV) fluids, insulin, and 13 bags of magnesium, potassium, calcium. Patient experienced heart catherization. The issue was resolved with treatment and the patient was discharged on (B)(6) 2025. However, the healthcare provider reported residual effects including seizures, memory loss, and reduced brain function. No furthur information available.